Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected audio /vibrate anomalies noted. Pump received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were hard to press and need to be pressed multiple times for insulin pump to respond. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had random no insulin delivery alarms and alarms had lost some loudness. It was also reported that the insulin pump had rejected new batteries and plastic was chipped off while changing reservoir. The device will be returned for analysis.